Event description:
Clinical adverse event received for subject intermittent swelling and instability left knee. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).